Event description:
During a circumflex angioplasty/stenting, the balloon ruptured (at less than 6 atmospheres). Attempted to deploy stent; however, balloon would not hold the pressure. Stent inadequately deployed. Subsequently, a ptca-stent procedure was performed; surgery required when this balloon fragmented to remove the foreign body. Pt left or in satisfactory condition.